Event description:
It was reported that approximately 2 months post implant of a bifurcated device and a suprarenal aortic extensions, the patient was seen routinely for follow up and a computed tomography (CT) scan was performed. The CT scan revealed the patient had an endoleak. The decision was made not to do more imaging since the patient is renal insufficient. The physician elected to bring the patient back for a secondary intervention and implant another suprarenal. It was also reported that the patient has an extremely short neck. Additionally the physician chose to do a renal chimney procedure and try to salvage both renal arteries as opposed to explanting. The patient is reported to be doing very well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and no imaging studies were available for this review. Product use was incongruent with the IFU due to the less than 5 mm aortic neck length observed on the still image at the initial procedure. Cautionary product use conditions that might have contributed to this event included the presence of chronic renal failure, which might have delayed a diagnosis of endoleak due to the inability to tolerate contrast. The patient's use of antiplatelet therapy might have contributed to this event due to the increased risk of bleeding complications. There was evidence of right sided fabric billowing observed on the still photo of the initial procedure. Two months post implant, the secondary procedure and type I endoleak was confirmed by medical documentation; the still image confirmed a no endoleak status post bilateral renal chimney/balloon angioplasty, and suprarenal extension. On the second post-operative day, the patient was discharged home (with home health) after their recovery was complicated by acute renal failure and anemia. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the endoleaks could not be determined with available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.